Manufacturer narrative:
In speaking with olympus technical assistance center (tac), no additional assistance was needed. The unit will be returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative contacted the olympus technical assistance center (tac), to report black residue leaking from the distal end of the evis exera ii ultrasound gastrovideoscope after reprocessing. The diagnostic procedure prior was completed and was not delayed due to this event. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation, during the evaluation, the bx channel was found leaking and the camera switch had no function. The control body and connector were found with fluid invasion and corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 5 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was likely caused by the black residue that leaked from outside of the device. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): chapter 5 reprocessing: general policy 5.2 importance of cleaning, disinfection, and sterilization. The medical literature reports incidents of cross-contamination resulting from improper cleaning, disinfection, or sterilization. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment, and have a thorough understanding. Of the following items: ¿ professional health and safety criteria for your hospital ¿ individual cleaning, disinfection, and sterilization protocols. ¿ structure and handling of endoscopic equipment. ¿ handling of pertinent chemicals. Olympus will continue to monitor the field performance of this device.